Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was an air bubble in the luer lock during every load process. There was no impact to the customer's blood glucose level. Reportedly, the tubing was primed to remove the air after each event and the cartridge was continued to be used.